Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that there are small holes near the nare connection that leaks oxygen. The device was removed and a new device obtained. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). Corrected data: (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were an array of holes in the tubing. The failure could be replicated by pulling and/or twisting sections of the tube that previously were acceptable. A section of the tubing was sent to the vendor of the component ((B)(4)) , and they confirmed that stress due to pulling and/or twisting likely caused the failure. In addition, the manufacturing facility performs 100% leak testing during the assembly process and a 100% visual inspection at the packing area; thus, any defects would be detected prior to release. It is recommended that the lanyard provided with the product be utilized around the neck to help mitigate potential stress on the tubing during use. If the tube is pulled or twisted with enough force the tubing can fail.

Event description:
The customer alleges that there are small holes near the nare connection that leaks oxygen. The device was removed and a new device obtained. No patient injury/harm reported.